Manufacturer narrative:
(B)(4). Device mfg date: 12k044 was manufactured between october 22, 2012 - october 23, 2012. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection revealed flow at the distal luer. A functional flow rate test was performed, and the device operated per specification. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor under infused. The device was filled with 100 ml of 0.25% bupivacaine. The device was expected to infuse 100 ml over 50 hours. After two days the infusion was not complete. No additional information is available.